Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 535 mg/dl. Customer did not provided any information about the symptoms due to high blood glucose. Insulin pump was dropped in pool. Customer reported about keypad anomaly complaints. Insulin pump had stuck button error. Auto mode was active at that time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On july 04, 2022 the customer reported exposure to moisture. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken battery tube threads, cracked case on the battery tube side, scratched case. After battery installation, both the down keypad button did not work. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the non-functioning keypad button. After visual inspection, there is corrosion in/around the following: electrical board -j7, j6, da1, da2. All of the keypad buttons passed the keypad voltage test except for the down button. Electrical board was swapped for a known good electrical board and then the boards were reinserted back into the original case. All of the keypad buttons worked. The software version was then able to be obtained. In summary, the customer¿s report of exposure to moisture was confirmed during testing. The down keypad button did not work due to the corrosion on the da1 and da2 components located on electrical board the traces going in/out of these components link directly to the keypad. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objecacts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act